Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 (mg/dl) following a supply change. A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, an air bubble was noted in the luer lock. Customer was guided through changing their infusion site and priming the air bubble out of the luer lock.